Event description:
The pt received his scs system consisting of an ipg and paddle lead on (B) (6) 2009. It was reported that on (B) (6) 2009, the charging system would not longer locate the ipg. The pt reported no medical tests, procedures, or MRI done. There have been no heat, falls, or trauma to the system. An xray was taken which confirmed the system connections were intact and the ipg had not flipped in the pocket. The physician explanted and replaced the ipg on (B) (6) 2009. No further info is available.

Manufacturer narrative:
Eval: the device history and sterilization records were reviewed. Results - the device history and sterilization records reviewed were found to meet specs and no anomalies were found. Conclusion - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.